Event description:
It was reported during an unrelated procedure on (B)(6) 2025, the insertable cardiac monitor (icm) header and can became bent during a difficult extraction process. The device was explanted and post-procedure there were no patient consequences.

Manufacturer narrative:
Reported event of broken header was confirmed. The device was received from the field with no telemetry. Session records indicated device was at elective replacement indicator (eri) at time of explant. Visual inspection found the header broken off from device can which is consistent with damage from explant procedure. Longevity assessment was performed and indicated normal battery depletion.